Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the numbers were ramping or the scroll bar was moving up or down with no input from the user on the insulin pump. Customer's blood glucose was 150 mg/dl. Customer will be sent a replacement pump. Customer stated that the issue occurred during normal use. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with no up and down buttons response due to flattened button dome switches also, moisture damage was found on the electronic and motor assembly. No ramping numbers on their own or scrolling bar moving anomaly noted. The connector on the lcd board was inspected and no anomaly was noted. Unable to verify for meter blood glucose by calibrated by alarm and unable to perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all the operating current test due to no up and down buttons response. The insulin pump had minor scratched display window and cracked reservoir tube lip.